Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2367 alarm during fill 1 on the homechoice (hc). The home patient (hp) stated that she thought she needed to add another bag, so she took off the solution bag from the heater and replaced it with another bag. The hp elected to finish up therapy with manual supplies. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported. Baxter product surveillance (bps) contacted the home patient (hp) on (B)(6) 2012 regarding this event. The hp could not recall the event nor could she provide any additional information. Since then, the hp's therapy has been going well. There was patient involvement but no injury or medical intervention was reported. No adverse effects were reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the home patient stated that she thought she needed to add another bag, so she took off the solution bag from the heater and replaced it with another bag. This complaint is confirmed because replacing disconnected solution bags is a use error that can cause contamination. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.